Manufacturer narrative:
Multiple attempts were made to obtain repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilators navigation ring failed. There was no patient involvement. The customer was provided with part number for the front bezel. Further information is pending.